Event description:
A talent abdominal stent graft was implanted in a pt for the emergent treatment of a pre-operatively ruptured abdominal aortic aneurysm. It was reported that when the pt arrived at the hospital there was no pulse then had a pulse likely after treatment was initiated at the hospital. The aortic neck was short measuring 1 cm in length and 20 mm in diameter. The aneurysm was extremely tortuous, it was dissected as well as ruptured. They were able to get the device in and deploy it and it landed a little low; therefore, an aneurx cuff was implanted. The physician stated this pt could not be heparinized due to the bleeding and they could not perform open repair because the pt was not stable. There was also a reliant balloon in place to block the blood flow and control the bleeding. At this time the anesthesiologist commented that the pt was bleeding from his eyes and ears. The stent graft operated fine. The physician was getting ready to close the groins but the pt did not have flow to the legs. The physician commented that the pt died of a ruptured aneurysm that was partially contained and partially uncontained. There was also a retroperitoneal bleed that tracked into the chest. This rupture may have started 24-48 hours prior to the pt's arrival at the ER because the pt had complained of back pain. The pt expired in the early morning of the next day. No additional info was provided.

Manufacturer narrative:
Results: (death). (Pre-operative aneurysm rupture and dissection, short aortic neck). Conclusions: (pre-operative aneurysm rupture and dissection, short aortic neck).